Event description:
After successfully advancing the dilator and the afx introducer system the physician snared the snareable insert tip of the surepass contralateral limb wire of a bifurcated device. The physician pulled the snareable insert and felt resistance as the surepass portion entered the 9fr contralateral sheath. It was noted the surepass contralateral limb wire was damaged. The physician elected to use a second bifurcated device and removed the entire device. While attempting to introduce a snare into the contralateral iliac artery the physician experienced some difficulty. An angiographic image revealed the iliac artery had been dissected. The physician was able to introduce the snare and successfully implant the second bifurcated device and an aortic extension. The physician then placed a cordis s.m.a.r.t. Stent to repair the damaged portion of the iliac artery. The procedure was completed without further complications and the patient was transferred to recovery. It was reported later that night the patient developed a cold foot. It was determined the iliac artery had occluded distally to the cordis s.m.a.r.t. Stent in an acute angle. The physician performed a femoral to femoral bypass to restore blood flow to the lower extremities. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. Actual device not returned hence no device evaluation performed. No conclusions can be drawn. The patient anatomy did not meet the criteria for indications for use.